Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding of varices procedure performed on (B)(6) 2015. According to the complainant, during the procedure after all the bands had been deployed and the device was being removed, the deployment thread broke and the ligator head fell off from the scope. The ligator head fell in the patient's esophagus and a roth net device was used to retrieve it. A small tissue tear was noted when the device was pulled out; however, no sutures were needed. The patient was sent home on antibiotics and a lidocaine swish and swallow. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the device found all seven (7) bands had been deployed and not returned. There was no issue with the irrigation tube. It was noted that the ligator head teeth were not damaged. It was noted that the adaptor ring was without issue and securely attached to the ligator head. A physical examination of the device found the suture to be fully intact and attached to the trip wire loop. The trip wire was noted to be bent in multiple places and was secured in the handle slot. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. It is possible the user continued to rotate the handle assembly knob after the seventh (last) band had been deployed, causing the suture to detach from the ligator head. In addition, it is possible the user failed to release the suction after the band had been deployed causing the ligator head to detach from the endoscope. The returned device did not present any defects that might have contributed to the failure and there is no indication that the user failed to follow guidance for set-up and use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding of varices procedure performed on (B)(6) 2015. According to the complainant, during the procedure after all the bands had been deployed and the device was being removed, the deployment thread broke and the ligator head fell off from the scope. The ligator head fell in the patient's esophagus and a roth net device was used to retrieve it. A small tissue tear was noted when the device was pulled out; however, no sutures were needed. The patient was sent home on antibiotics and a lidocaine swish and swallow. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.